Event description:
It was reported that at implant the helix on the lead would not extend. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), and the lead appeared to have been damaged at implant.